Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gist tumor removal procedure. When introducing the device into the belly button, it got disassembled and it was impossible to put it together again. There was no patient harm. The sample was discarded.